Manufacturer narrative:
Device was not returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per the instructions for use of the intrathecal catheter, catheter kinking is known possible risk of use of the device. (B)(4).

Event description:
Representative reported a catheter revision due to a coiled catheter. It was stated that the patient was spinning their pump which resulted in the coiled catheter. The catheter was revised and the pump was anchored down. MFR 3010079947-2021-00090 was opened to address the pump issues.